Event description:
Distributor reports pt self-tester generated results higher than ref with the protime microcoagulation system. Protime generated 3.3 inr and laboratory result was 2.2 inr. Pt's therapeutic range: 3.0-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # provided. Method: actual device eval (instrument). Process eval for instrument performed. No related (B)(4), complaint trends or CAPA identified. Result: reported customer complaint was not confirmed through instrument eval. Itc has requested all data required for form 3500a.